Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a drive count/time values or changes incorrect for moving or coasting- too slow or too fast alarm. The customer stated they felt they were not getting enough insulin via basals. The customer feels this is due to a pump issue and not therapy related. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.